Event description:
Bleeding through envelope. Capsulotomy: 4/14/88. Blood pressure: high low. Brain/neurological: peripheral neuropathy. Demyelinating neuropathy. Other neuropathy. Carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, atypical m-s, organic brain syndrome, reduced blood flow to brain. Chest/rib cage: pain &/or burning sensation, inflammation. Eyes: rapid deterioration, lose eye sight often. Endocrine problems: adrenal problems. Extremities (hands &/or feet): chronic swelling, chronic pain, chronic discoloration (red or blue), heat or cold sensitive, raynaud's disease. Frequent low grade fever. Gastrointestinal: chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome. Substantial hair loss not connected with medications. Frequent migraines/severe headaches. Heart skips beats. Hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings. Unusual chronic infections. Immune system diseases: connective tissue disease, sjogren's syndrome. Joints: inflammation, swelling, pain/arthralgia, persistent joint stiffness. Liver problems: elevated count. Lung problems: asthma, thickened lung lining. Chronic swollen lymph nodes under arms, throat and groin. Lymph nodes removed under right arm. Muscles: chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia. Skin: unexplained rashes, sun sensitive, unexplained severe itching, numerous moles, freckles, etc. Dermatomyositis. Sleep: chronic insomnia, non-restorative sleep. Vasculitis. Chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drop things, misjudge distance/run into objects, and sicca.